Event description:
It was reported the hand piece is being retuned because there are exposed wires near the electrical connector. Procedure unknown. Case completion unknown. Consequence to patient unknown.